Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient underwent a hip revision on (B)(6) 2014 due to wear. The modular head was removed and replaced. Additional information received indicates the patient underwent another revision procedure on (B)(6) 2015 due to dislocation. The acetabular cup, liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2014-07135 and 1825034-2015- 00921).